Event description:
During occlusion of a vertebral artery with the subject device and a transend 0.010" guidewire, it could not be inflated. It was deflated and inflated again, but failed. A leak was noticed on the balloon segment. The pt was reported in good condition.